Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulty pressing the wake button. The customer needed to press the wake button multiple times before the pump screen turned on. Customer¿s blood glucose was not impacted. Reportedly, customer had an alternate pump available for insulin therapy.